Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted hysterectomy procedure, the patient returned to the hospital on post-operative day one due to a hematoma. The patient was admitted; however, it is unknown what intervention was required. In addition, the source, cause, and severity of the complication are unknown. The patient was reportedly evaluated and returned home. The patient did not require a subsequent procedure. The surgeon reportedly watched the video of the procedure and determined that the hematoma was not related to the use of the robot or from instrumentation. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.